Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): output testing revealed the device was pacing in por (power on reset) parameters. Interrogation using a medtronic 2090 programmer confirmed the por condition, which was the result of fractured battery bond wires.

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.